Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket was failed. A field service engineer inspected drawer 4, pocket a3, and found the pocket missing. Liquid was present in the area, indicating damage beyond normal wear and tear. Advised the customer that a purchase order would be required to proceed with the repair. The damaged storage location pocket was removed from the drawer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a pocket failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a pocket failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.